Event description:
Additional information received indicated the device was reprogrammed and has improved the undersensing but has not resolved it.

Event description:
It was reported that there was false asystole due to undersensing in the implantable loop recorder device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).